Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care professional (hcp) regarding a patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that hcp was requesting MRI not related to device or therapy. Hcp stated that the patient said the ins battery is non-functional and patient went to hcp office to have the ins jumpstarted but the attempt was not successful. Asked to clarify if it meant that the ins battery depleted and patient was no longer able to charge. Hcp stated that is what she understands. Hcp not sure when patient went to hcp office. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp). It was reported that the patient was confused by a letter they received from the manufacturer- they didn't really know what was going on and still had their stimulator implanted. The hcp stated that the battery was dead and didn't know much about the situation either. No further complications reported.